Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2016. The fse found that pinch valve pv1 had a ruptured diaphram. The fse replaced the valve, which repaired the high results. The repairs were verified by the fse. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported the coulter lh 500 hematology analyzer was generating high hemoglobin (hgb), white blood cell (wbc) and mean corpuscular hemoglobin concentration (mchc) results. A printout of the results was not provided by the customer. Erroneous patient results were not reported outside of the laboratory and there was no change or affect to patient treatment in connection with this event.